Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the doctor fired the device on the base of the appendix and then called the sales representative into the room where he observed open staples where the proximal portion of the jaws were closed onto tissue. The middle to distal staples had deployed into the tissue. The sales representative observed staples still in the cartridge in the proximal pockets when the stapler was removed. The blue cartridge was used. The procedure was completed using another stapler for a second firing to complete the transection. There were no patient consequences reported.